Event description:
Rptr and spouse purchased an air purification unit mfg by alpine industries five years ago and have developed respiratory problems over the past two years which they have attributed to use of the device. Rptr believes that the unit puts levels of ozone and nitrous oxide into the air. The literature sold with the unit claims that it "kills bacteria and allergens in the air." Rptr also states that they have friends and family who have also used the unit and have developed respiratory illnesses such as asthma and bronchial infections. Rptr is planning on storing or destroying the device and accompanying literature but would like add'l contact from the FDA before rptr proceeds.